Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and found needle hub separated from sensor base. The complaint is against the enlite serter.

Event description:
The customer reported that the sensor broke, after it was stuck in the serter. It was stated that the other sensors from the same box did not break. The customer's blood glucose was 6 mmol/l. Nothing further was reported.